Event description:
It was reported that bd micro-fine¿ pro pen needles experienced an unspecified number of cases where the device was not functioning, and an unspecified number of cases where the device was unable to deliver medication. The following information was provided by the initial reporter: some of the needles cannot be screwed onto the pen and some are not permeable.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 10480379 was provided by the initial reporter device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The customer provided the lot#. The following fields have been updated: d.4. Medical device lot #: 1048079. D.4. Medical device expiration date: 28-feb-2026. H.4. Device manufacture date: 17-feb-2021.

Event description:
It was reported that bd micro-fine¿ pro pen needles experienced an unspecified number of cases where the device was not functioning, and an unspecified number of cases where the device was unable to deliver medication. The following information was provided by the initial reporter: some of the needles cannot be screwed onto the pen and some are not permeable.